Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8850 blade is exposed in the trocar before being deployed. It was noticed once the scope is inserted into the ectr device, discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue; however, due to the device not being returned and no photos of the reported failure being provided, we are unable to confirm the reported event.